Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. No information was provided on clear misuse of the device at the user facility. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of cleaning the nozzle (reprocessing for the device) according to the instructions for use (IFU) to prevent further recurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the adhesive was deteriorated, and the light guide lens was chipped, and the universal cord was deformed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were air/water flow issues with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the foreign material found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.